Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), back pain ("back pain"), menorrhagia ("menorrhagia"), metrorrhagia ("menorrhagia (bleeding b / w periods)"), vaginal discharge ("vag. Discharge"), alopecia ("hair loss"), migraine ("migraine"), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problem") and bladder disorder ("bladder problems"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), (B)(6) 2017- additional surgeries). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, back pain, menorrhagia, metrorrhagia, vaginal discharge, alopecia, migraine, abdominal pain, urinary tract disorder and bladder disorder had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: patient underwent additional surgeries on (B)(6) 2017 patient received treatment for pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, back pain, menorrhagia, metrorrhagia (bleeding b/w periods), hair loss, migraine. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 06-sep-2019: pfs received. Reporter information updated. Case became incident. Previously reported event injury was replaced with new events: pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, back pain, menorrhagia, metrorrhagia (bleeding b/w periods), urinary / bladder problems, vag. Discharge, hair loss, migraine. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.